Event description:
It was reported that during the pacemaker device replacement procedure, that this right atrial (ra) lead was surgically capped/abandoned for unknown reasons. A new lead was successfully implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).